Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas 8000 ise 1800 module. Sample 1: the initial result was 128.2 mmol/l, and the repeated result was 141.3 mmol/l. Sample 2: the initial result was 120 mmol/l, and the repeated results were 137.2 mmol/l and 137.5 mmol/l. Sample 3: on (B)(6) 2025, the initial result was 114.8 mmol/l, and the repeated result was 133.5 mmol/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
Qc was acceptable. The field service representative performed a series of hardware checks focusing on the sampling mechanism and the sipper assembly. The sipper tube was replaced, the ise (ion-selective electrode) sampling line mechanism assembly was serviced, multiple springs within the ise module were replaced to ensure mechanical precision during the aspiration cycle, and the solenoid kh linear (ise) was replaced to address potential intermittent fluidic instability. The system was recalibrated. The analyzer is performing within specifications. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
Two new samples with questionable sodium electrode results were reported. Sample 4: on (B)(6) 2025, the initial result was 121.5 mmol/l. The repeated results were 130.9 mmol/l, 138.8 mmol/l, and 138.5 mmol/l (obtained on another module). Sample 5: on (B)(6) 2025, the initial result was 112.5 mmol/l, and the repeated result was 124.9 mmol/l.